Event description:
It was reported that during an unknown time the device was skipping and tearing. There was no patient impact or delay noted. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech confirmed that the unit's control bar was not in the correct position and they adjusted it. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during surgery the device was skipping and tearing. The taken graft was damaged and an additional unplanned graft was needed. There was impact to the patient but sutures were not needed. An alternate product was utilized to obtain an additional graft. There was a delay of an unknown amount of time. Due diligence is complete and there is no additional information available.